Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred after the pump fell. Customer¿s blood glucose level was 187 mg/dl. Reportedly, the pump was out of warranty.